Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, and communication attempts with the user facility have not been acknowledged. A follow up report will be submitted if the product is returned.

Event description:
It was reported that during a submucosal resection of the nasal turbinates for the treatment of turbinate hypertrophy, the ultrasonic aspirator heated up and burned the patient's nasal sill. The affected tissue was resected and the procedure was completed using alternate equipment. A delay in the procedure was reported, however the length of time was not specified. Multiple attempts to obtain additional information from the user facility have been unsuccessful.